Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Suspected cause was, due to correction factor recently adjusted by healthcare provider. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.